Event description:
It was reported that the user was unable to attach the cartridge connector to the ilet and could not twist it into place, observing that the needle inside the connector was bent, which likely impeded proper engagement and resulted in an ¿unable to proceed¿ message without any pump alerts. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change after replacing the connector, with the device functioning as intended. Investigation included remote troubleshooting and user guidance to remove and replace supplies, inspection by the user of the connector needle condition, and verification of correct assembly steps. Investigation of this case revealed that the initially used connector had a bent internal needle consistent with a connector assembly or handling issue, which interfered with mechanical connection to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user handling or single-component damage leading to a one-time connector malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.